Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified superficial femoral artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient serious injury or adverse event were reported.